Event description:
It was reported that during an intracranial posterior communicating artery aneurysm embolization procedure, after the microcatheter was successfully positioned, the subject stent was delivered to assist with embolization. When the stent had entered approximately 1 cm into the microcatheter, resistance was encountered during delivery, and the advancement was obstructed. The physician had to withdraw the delivery wire of the stent, resulting in the stent being deployed inside the microcatheter. Subsequently, the physician replaced it with another stent and successfully completed the procedure without any clinical consequences to the patient.